Manufacturer narrative:
Initial.

Event description:
It was reported that during use of the ilet, the needle-to-skin connection twisted and insulin delivery was blocked, and the user completed a study survey indicating a high glucose experience. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the event impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and involved component could not be further defined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.